Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 months. Thrombus was confirmed in the evaluation of the returned pump; however, a specific cause for the reported right heart failure and a correlation to the evaluation could not be conclusively determined. Upon disassembly of the returned pump, examination of distal-side of the inlet stator revealed a denatured thrombus ring adhered to the inlet bearing cup. The thrombus ring appeared to have evidence of laminated layering, which is an indication that it developed over an undetermined amount of time while the pump was operating. Examination of the pump bearings, rotor, and blood contacting surfaces under a microscope, revealed no abnormalities that would have contributed to the formation of the thrombus. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump operated as intended. Right heart failure and device thrombosis are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient underwent a routine transplant. There were no reported device issues and the lvad was reported to functioning appropriately. The patient had not been symptomatic but was readmitted multiple times post-operatively due to chronic rv failure. Upon admission, the patient's hemodynamic status would improve, however, the patient's medical management was unable to be optimized due to an inability to take sildenafil post-discharge. During the manufacturer's preliminary investigation of the returned pump, thrombosis was found.